Manufacturer narrative:
Inspected one opened and used enlite sensor. Performed bicarbonate buffer test. Sensor passed per specification. Unable to perform blood at site complaint due to customer returned sensor without needle.

Event description:
The customer reported the sensor and blood glucose reading were different. Customer stated that the percent difference was 100%. Sensor glucose was 199.8 mg/dl and blood glucose 399.6 mg/dl. Troubleshooting was done. Customer stated had sensor error at that time and was not uploaded to carelink. Advised unable to troubleshoot. Briefly explained sensor error. The customer got calibration error advised it was expected with current sensor blood glucose versus blood glucose. Customer stated received weak signal on the insulin pump. Advised the sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.